Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that the therapy had been working 70-80% for the patient and then all of a sudden the patient had a return of symptoms. The patient reported that the stool just ¿ran out¿ of patient while the patient was sitting in her chair and also when in her bed. The patient reported that she had no pressure warning or anything; the stool just ran right out of her. It was noted that the therapy was on and the patient was feeling stimulation in the correct area. The patient was on program 1 at 4.0. The patient increased stimulation to 5.1 where the patient reported that she was feeling stimulation comfortably. The patient reported that she would try the new settings to see if it resolved the return of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.